Manufacturer narrative:
(B)(4). (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported that during a total shoulder arthroplasty, when the surgeon tried to advance the cannulated reamer over the nitinol guide pin, it did not work correctly. The reamer would not move forward. After a few attempts, the surgeon removed the reamer and saw that it was fractured. No impact to patient reported. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a shoulder arthroplasty procedure, the strike plate on the inserter fractured off. No patient consequences were reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed strike plate fractured off of the instrument. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.